Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm during a bolus delivery. The customer also reported another no delivery alarm occurring when she went to fill tubing. The customer's blood glucose was 430 mg/dl. She stated her high blood glucose was due to the no delivery alarm she had received. The customer has not treated for her high blood glucose because she did not have manual injections. Troubleshooting found insulin was able to exit during a fixed prime. The customer also found a bent cannula during troubleshooting. Customer was advised the no delivery alarm may have been caused by the bent cannula. The customer was advised to change the entire infusion set. No additional information provided.